Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the PICC team received a blue bullseye with 11 cm out on a 55 cm PICC coming from the left. It was read by radiology as being at the brachial cephalic. There was no delay in therapy and no pt death or complications reported.